Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent coronary artery bypass graft (CABG) surgery three months ago. Prior to the procedure, device longevity was 2.5 years remaining. Two days post procedure, elective replacement indicator (eri) was noted and most recently, end of life (eol) was triggered. The physician inquired as to if programming could have affected remaining longevity. A boston scientific technical services consultant discussed the clinical observations and the affects programming can have on device longevity. The device was subsequently explanted and replaced with a competitive device. No additional adverse patient effects were reported.